Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified mid right superficial femoral artery. Pre-dilatation was performed with a 4.0 mm and 5.0 mm unspecified balloon catheters. A 6.0 x 40 balloon catheter was then inflated to 12 atmospheres. To complete the pre-dilatation a 6.0 x 150 armada 35 balloon catheter was inflated to 22 atmospheres. A 6.5 x 150 mm supera stent delivery system was advanced to the lesion and during deployment when turning the thumbslide, the nose cone would barely move outside the catheter and there was difficulty stacking the stent and elongated slightly. The thumbslide would not fully release and the catheter had to be pulled back in an attempt to deploy. The stent started to elongate so it was decided to remove the entire system when the stent was about 40% deployed. As the catheter was being pulled back, the tip caught inside the distal end of the introducer sheath and separated. Only half of the stent was inside the sheath. A cut down was made and the stent and tip were removed through the cut down. The vessel was re-wired and the introducer sheath was exchanged for a new one and a balloon and catheter was used for additional dilatation and three (3) absolute pro stents were implanted to complete the procedure. The patient is doing fine. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported deployment issue, difficulty removing and stent elongation were unable to be confirmed as the stent was already fully deployed. The tip separation was confirmed. Based on a visual and functional inspection of the returned product, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that, a conclusive cause for the deployment difficulty could not be determined. The tip separation, stent elongation, difficulty removing and subsequent surgical procedure to remove the device was the result of operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device. (B)(4).